Event description:
On 30-apr-2026, it was reported by a sales representative via (B)(4) that an ar-s7110-030-330w cup forceps' internal spring mechanism broke during a case and now the forceps would not close fully. No patient harm reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.